Event description:
The customer reported that upon power up the device displays defib failure (cycle power) with error code 01000. After displaying error code 01000 (defib biphase error) and the message / instruction defib failure cycle power device operation is halted. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that upon power up the device displays defib failure (cycle power) with error code 01000. After displaying error code 01000 (defib biphase error) and the message / instruction defib failure cycle power device operation is halted. There was no pt involvement. The philips response center provided technical support to the customer and advised the customer that the m4735a service manual recommends replacement of the power pca first for this condition. Philips provided the customer with the part number and ordering instructions for the power pca. The customer reported having ordered and replaced the power pca to resolve this issue. The customer reported that the device has been returned to service.